Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient present after receiving a patient notification for low, out of range, high voltage lead impedance. An induction test was performed that resulted in a "possible high voltage lead issue" alert. External defibrillation was used to rescue the patient. The lead was capped.